Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced bilateral seromas after a mastectomy with the use of veritas collagen matrix. Veritas was used during bilateral subcutaneous mastectomy and reconstructed with tissue extenders. On an unreported date, the right side developed a large seroma. Approximately eleven months after the initial procedure, the patient underwent a bilateral breast implant exchange during which bilateral seromas were noted and bilateral drains were inserted. The cause of the event and the patient¿s outcome were not reported. No additional information is available.